Event description:
Device 1 of 2. Reference MFR. Report number 1627487-2012-05740. The patient had four leads (2 from the same lot and 2 from the same lot) for off-label use. It was reported the scs system was making her back pain worse. As a result, all four leads were explanted and replaced with a single lead. The leads will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.